Manufacturer narrative:
Mml reference (B)(4). It was reported that the patient was doing well with the therapy, but then the device stopped working. The clinical specialist troubleshot the issue and confirmed out-of-range failure. Both leads were replaced with no complications. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assembly was returned and evaluated. The reported issue was confirmed. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed on both percutaneous stimulation lead.

Event description:
It was reported that the patient underwent revision surgery of both leads. The patient was reportedly doing well with the reactiv8 system until the device stopped working. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference (B)(4) additional information has been requested. The investigation is ongoing.

Event description:
It was reported that the patient underwent revision surgery of both leads. The patient was reportedly doing well with the reactiv8 system until the device stopped working. There was no report of patient harm or injury.